Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic representative reported via phone call that customer woke up with high blood glucose level. The customer's blood glucose level at the time of incident was 475 mg/dl. The customer stated that they had high blood glucose last night and customer did not mentioned related to sensor or auto mode usage during call. The insulin pump will not be returned for analysis.